Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device check, high pacing lead impedance and no capture were observed. A loose connection in the device header was suspected. The device was reconnected to the lead and the issue was resolved. The patient condition was good.